Event description:
It was reported that difficulty in removal was encountered. The 40% stenosed target lesion was located in the non-tortuous and severely calcified proximal right coronary artery. A 3.50 x 16mm synergy xd drug-eluting stent was deployed with balloon inflation to 11 atmospheres. However, after deployment the balloon was difficult to remove from the stent. Eventually the device was removed fully deflated, intact and in good condition. The procedure was completed with the original device. No patient complications reported.